Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and the gap was found to be within specifications. A review of the error logs indicated that the vessel sealer instrument functioned properly at the start of the procedure however the blade eventually jammed. Visual inspection of the returned device did not confirm a dislodged blade at the garage track. The blade was manually brought out and no damage was found to the knife cable or blade. There was however heavy bio debris found at the instrument tip. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection procedure, the endowrist vessel sealer instrument did not properly seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the endowrist vessel sealer instrument stopped sealing the patient's tissue. After following up with the surgeon, it was confirmed that the target tissue being sealed was mesentery tissue of the large bowel and omentum. The target tissue was not greater than 7mm in size and was described as having normal thickness for the mesentery and omentum. During the intermittent function of the instrument, thermal spread was observed during the sealing cycle. No thermal spread was observed while the sealing was not functioning. Furthermore, the surgical staff heard the occurrences of the audible tone denoting that the sealing cycle was complete. The surgeon did not recall any error messages being displayed. The vessel sealer instrument was in use for 30 minutes prior to the vessel sealer issue occurring. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was successfully completed with a second vessel sealer instrument.